Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
The getinge field service engineer (fse) replaced the battery and the unit passed functional and safety tests.

Event description:
N/a.

Manufacturer narrative:
Due to character restrictions in block e1 site name :(B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) unit's battery maintenance failed at 65%. There was no patient involvement.